Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2019 the patient presented with non-st elevated myocardial infarction (nstemi). Two (3.0x15mm, 3.50x12mm) xience sierra stents were implanted. On (B)(6) 2019 the patient was re-hospitalized with dressler syndrome. It is unknown what treatment was performed and what the final patient outcome was. No additional information was provided.